Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and showed possible undersensing. In addition, the right ventricular (rv) lead had small r waves. The leads remain in use. No patient complications have been reported as a result of this event.